Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28- there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for hi and e-5 accompanied by symptoms. The customer did report feeling woozy. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of e-5 and hi using meter (unknown fasting status). The test strip lot manufacturer's expiration date is 08/28/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.